Event description:
This is a report of a patient who observed air in their patient line during troubleshooting for a check patient line alarm. The event occurred while the patient was connected to the homechoice for their initial drain. There was nothing unusual noted with the supplies or the setup that could cause or contribute to the observed air. The patient was directed to end therapy and start over using new supplies. The patient was advised to notify their nurse regarding the event. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.